Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level of 600 mg/dl. Customer stated they had a low battery alert and inserted a new battery but unable to connect the sensor. Customer was assisted linking the transmitter and meter to the insulin pump. It is unknown if the auto mode on the insulin pump was automatically adjusting insulin delivery during the event. The insulin pump was not replaced or returned for analysis.